Event description:
The patient contacted baxter's technical service center regarding an increased intra-peritoneal volume (iipv) (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume), which occurred on the homechoice (hc) during use, during fill 3 of 4. The patient stated she stopped fill 3 and did a manual drain of 4378ml on the hc due to feeling overfull. The patient stated she now feels fine and would continue with the therapy. The programmed therapy was tidal with a total volume of 9500ml, a total time of 8:30 hours, a fill volume of 2400ml, a tidal volume of 90%, a total ultrafiltration (uf) of 100ml, a last fill volume of 100ml, a dextrose setting of same, full drains every 4 cycles, an initial drain alarm of 10ml, a comfort control setting of 36 degrees celsius, and the last manual drain setting of no. The patient did not perform an off cycler manual exchange or fill. The patient did not have symptoms in fill 1 or dwell 1. The patient did not connect before "connect yourself" was displayed. The patient did not press go prior to closing the clamps when "close all clamps" was presented at the end of therapy. The cycler did not loose power while the patient was connected. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(4) 2012, regarding the report of the patient feeling overfull and draining 4378ml. The rn stated the patient was a transient patient and had returned to her home clinic. The rn was able to review the patient's records and stated the patient had made the clinic aware of the reported event. The rn stated there was not patient injury or medical intervention associated with the event. The patient was continuing therapy on the cycler successfully. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for an increased intra-peritoneal volume (iipv) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. This issue is being investigated through CAPA.